Manufacturer narrative:
A review of lot c741 was performed and there were no non-conformances associated with this lot. This lot met release requirements. Trends were reviewed for complaint categories, leak centrifuge alarm, centrifuge bowl leak/break, system error and noise. No trends were detected for centrifuge bowl leak/break, leak centrifuge alarm, and system error. A downward trend was detected for noise. CAPA (B)(4) was initiated for complaint category, system error. This CAPA has been closed. No capas were initiated for complaint categories, centrifuge bowl leak/break, leak centrifuge alarm, or noise. (B)(4) completed: service engineer found the instrument contaminated with blood. As a result, the vacuum pump, centrifuge, and drain bag were replaced. He calibrated the bowl optic sensor and performed system checkout procedure. No further action required. The assessment is based on information available at the time of the investigation. Analysis of the returned kit is in progress at the time of the report. A supplemental report will be filed with the results of this analysis. (B)(4).

Event description:
Customer reported a system error 4212 had been cleared during prime by rebooting the instrument. Customer reported the treatment cycler 1 was started, and about three minutes later, with 36 ml treatment volume displayed on the screen, a loud noise occurred, with a blood leak alarm and a visible blood leak in the centrifuge. Customer reported the bowl was broken. The treatment was aborted and the blood in the kit was not returned to the patient. Patient was reported to be stable. Customer called back for assistance in opening the flm door. The instrument is alarming "blood leak" and they do not have access to release kit button and instrument is powered off. Css advised where to find the flm door button behind right panel. Operator still not able to open door after pressing button. Css advised removing all parts of the kit and powering instrument on. Once operator powered on and removed tubing from air detectors, hct sensor, and data key the flm door opened. On (B)(6) 2015: customer called back and reported the bowl had broken at the base, with blood leaking into the centrifuge well and into the drain bag on the side of the instrument. Service order (B)(4) was dispatched to check the centrifuge to determine if it can be cleaned or has to be replaced, and to check if the vacuum pump required replacement, and to replace the drain bag. Customer returned the kit for investigation.